Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: angina/restenosis requiring medical intervention. Device issue: none. It was reported that the pt experienced angina one day following the implant of the xience v. Revascularization was done in the target lesion, and another drug eluting stent was implanted. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident info. Angina and stenosis, as listed in the xience v instructions for use (IFU), are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant. In this case, the angina is likely a secondary effect to the stenosis which resulted in hospitalization. A conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.